Manufacturer narrative:
(B)(4). Batch # p93a11. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the blade tip was broken off after a few activations on the lung. The broken pieces were retrieved. The max button was used when the event occurred. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p9395y. Investigation summary: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The tissue pad also appeared to be damage melted. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Please note that this device does not have max / min buttons. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2018. Additional device investigation upon closer inspection of the blade it was noted that a portion of the blade coating was missing. The tissue pad was found to be worn and melted. The tissue pad damage was to the extent that the metal surface of the clamp arm was exposed. It is likely that prolonged activation of the blade allowed it to melt through the tissue pad and make contact with the clamp arm. The activation of the blade without tissue present and the metal contact with the clamp arm likely caused the blade to break. Note that when metal contact occurs or when blade breakage occurs, the generator sees a high impedance condition. Inspection of the blade also noted that there was coating missing from its surface. Occasionally this type of failure occurs when the blade is exposed to metal contact and/or high heat/prolonged activations without tissue present in the distal section of the jaws and the jaws closed.